Event description:
Provider reported via op. Report, capsular contracture grade unknown. Capsulectomy performed.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture, deflation and anxiety-product/procedure was received on (B)(6) 2025, with catalog mcghan 270cc. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture.

Event description:
Healthcare professional reported "deflation¿ and "removal of textured breast implants due to the patient¿s concern with the product". This record is for the right side. Device was explanted.